Event description:
Staple became jammed in device and could not be used for suturing. Another device had to be opened and used. No issues with second device. No rfb (retained foreign body) in patient. No harm to patient.